Event description:
It was reported that a pt received a minor burn from the cast cutter blade during a cast removal. The procedure was completed with the same cast cutter. The burn was minimal and did not need any treatment. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter will not be returned to the MFR for investigation based on this event. A product return was requested, but the account advised that the unit does not need a repair and nothing is wrong with it. The reported condition of the device causing a burn cannot be confirmed without the product being available for eval.